Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, and after reset, pump no longer displayed monitor error message; no further issues were reported.